Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a balloon catheter. The balloon was loosely folded and there was blood and contrast in the balloon and lumen. Microscopic inspection revealed a circumferential burst of the balloon. Inspection of the markerbands found no irregularities or defects. Microscopic inspection of the tip presented no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was reportedly inflated past its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 2.50mmx20mm apex balloon catheter was advanced to dilate the target lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was removed and it was noted that the balloon separated on one side and folded over itself. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 2.50mmx20mm apex¿ balloon catheter was advanced to dilate the target lesion. However, upon inflation at 18 atmospheres, the balloon ruptured. The device was removed and it was noted that the balloon separated on one side and folded over itself. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.